Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12mar2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the battery was removed and alternate current power connected, the device would not power on. The fse recommended that the power management board be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 13mar19. The fse replaced the power management board to address the finding. Date received by MFR: 04may19. A power management (pm) board was returned for analysis. An investigation was performed and the product analysis technician reported that a component on the pm board prevented the ventilator from powering on the alternate current.